Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the lead exhibited unacceptable thresholds and sensing. The lead was not used, a new lead was implanted.